Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stricture performed on (B)(6) 2024. During the procedure, visualization was lost. The processor shut down and would not restart. The physician switched to a new exalt model d scope, and both the processor and new scope functioned as intended. The procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10 with all the available information, boston scientific concludes that the reported allegation of loss of visualization was unable to be confirmed. The returned exalt model d single use duodenoscope was analyzed. No evidence of any damage or defect was observed on the shaft or tip of the device. Device imaging was tested by plugging the umbilicus connector into a controller, and a live, clear image was displayed. The device passed electrical testing and flush testing. The image remained live throughout testing. The reported event was not confirmed. Based on all gathered information, the probable cause selected for loss of visualization is no problem detected, which indicates that the device problem was not confirmed. Although there was no reported complaint against the capital equipment, it is possible that the capital equipment used with this scope interfered with visualization. A product labeling review identified that the device was used per the directions for use (dfu) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stricture performed on (B)(6) 2024. During the procedure, visualization was lost. The processor shut down and would not restart. The physician switched to a new exalt model d scope, and both the processor and new scope functioned as intended. The procedure was successfully completed. There were no patient complications reported as a result of this event.